Manufacturer narrative:
The insulin pump had moisture damage on lcd board. The insulin pump also had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had a moisture damaged on the insulin pump. The customer's blood glucose level was 112 mg/dl. The customer report there si fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.